Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose of 570mg/dl, 509mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 196mg/dl. Customer¿s mother also reports that customer had allergic reaction with tape and sensor glucose versus blood glucose issue. Customer had sensor glucose of 197mg/dl, 188mg/dl. Customer¿s mother did not proceed with troubleshoot as blood glucose of customer was normal now. Product will not be return for analysis.